Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes seventy- one (71) tubes were missing label content or the labels were illegible. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-april-22nd. H.6 investigation summary: bd received seventy one (71) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing label was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes seventy- one (71) tubes were missing label content or the labels were illegible. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.